Event description:
The user was involved in a car accident in 2020 and afterwards did not use the device as she was regularly at home due to the pandemie lockdown and she does not use it there. A few weeks ago she noticed she could not hear when using the device.

Manufacturer narrative:
According to the received information from the field, a technical device failure is likely probably related to the reported trauma. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact as described in the recipient report. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was involved in a car accident in 2020 and afterwards did not use the device as she was regularly at home due to the pandemie lockdown and she was not using it there. A few weeks ago she noticed she could not hear with the device. The user has been re-implanted.